Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA.2014-n_0736-2335, awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. Consumer reported that in the past 5 years she has had pelvic pain, painful intercourse and hormonal issues. The pain got so bad, it was almost like labor pains. She asked her physician specifically if essure could be causing all of her issues. She said highly unlikely. She did admit it is possible because of the inflammation the ovulation pain could be worse, however, she is just getting older. Consumer has been depressed, has had major anxiety, and her hormone levels are off. She finally have scheduled a hysterectomy in hopes this will relieve a lot of her issues. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and for the past 5 years presented pelvic pain almost like labor pains. She had a hysterectomy scheduled at the moment of report. This event is serious due to medical importance and listed in the reference safety information for essure. Considering the temporal relationship and the fact that pelvic pain may occur during essure use, causality with suspect insert cannot be excluded and since an intervention will be required, this case is regarded as incident. Additionally non-serious events were informed. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.